Event description:
Customer reported receiving erratic glucose readings of 397 mg/dl and 97 mg/dl from his precision xtra meter. All tests were performed on the finger. The results, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. In addition, customer reported experiencing symptoms of dizziness then fell down on the stairs and broke his shoulder. Customer reported visiting a doctor who diagnosed him with severe hyperglycemia; however, the only treatment reported was an injection of cortisone. In addition, the received reading of 397 mg/dl is consistent with the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this case.

Event description:
Patient was found unresponsive by his wife on (B) (6) 2010 at 0800 at home. Wife called ems, who obtained a blood glucose result of 46 mg/dl (meter used unknown). Patient was transported to the hospital by ems. At the ER, patient was tested with inform meter (B) (4) with a result of hi (greater than 600 mg/dl). Test was performed again within 10 minutes, and result was 531 mg/dl. Stat lab was requested and blood draw was within same 10 minutes; lab result was 23 mg/dl. The staff did not treat patient based on either meter reading. Lab was awaited for 30 minutes; during this time, the patient became unresponsive and lapsed into a hypoglycemic coma. Patient was transferred to ICU and treated with various glucose IV and insulin IV. On (B) (6) 2010, the patient was checked with a meter (type unknown) and reading was 403 mg/dl. A lab draw was performed on the patient within 10 minutes, yielding a result of 23 mg/dl. Patient was treated with 2 amps of d50w because he would not arouse. Patient was treated and released on (B) (6) 2010. It was noted that the patient meets the limitation criteria regarding decreased peripheral blood flow due to metabolic acidosis. Caller was advised to no longer perform fingersticks on this patient. Patient ph = 7.12 which is low, and patient did not respond to sodium bicarbonate that was administered. No additional events occurred or treatments administered. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (43771) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).